Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by generalized body aches and pain during the drain phase of pd therapy. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures were not reported to the outpatient clinic, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following generalized body aches and pain during the drain phase of ccpd therapy on the liberty select cycler at home. Diagnostic laboratory specimens were obtained and tested in the hospital; however, the outpatient clinic has not received results as the patient remains hospitalized. The patient was diagnosed with peritonitis due to an unknown etiology and prescribed intravenous antibiotics (type, dose and frequency unknown) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to backup hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine through an existing arteriovenous access for the duration of the admission. The patient is recovering from this event as she awaits discharge home. It was explained that the patient¿s extended hospitalization was due to unrelated comorbidities. It was confirmed, though the exact cause was not reported, the patient¿s fresenius product(s) or device(s) can be excluded as a causative factor in this patient¿s adverse event. The patient will continue hd therapy on an in-center basis post-discharge and will return to ccpd therapy on the same liberty select cycler at home upon resolution of infection.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored there were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 6/may/2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following generalized body aches and pain during the drain phase of ccpd therapy on the liberty select cycler at home. Diagnostic laboratory specimens were obtained and tested in the hospital; however, the outpatient clinic has not received results as the patient remains hospitalized. The patient was diagnosed with peritonitis due to an unknown etiology and prescribed intravenous antibiotics (type, dose and frequency unknown) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to backup hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine through an existing arteriovenous access for the duration of the admission. The patient is recovering from this event as she awaits discharge home. It was explained that the patient¿s extended hospitalization was due to unrelated comorbidities. It was confirmed, though the exact cause was not reported, the patient¿s fresenius product(s) or device(s) can be excluded as a causative factor in this patient¿s adverse event. The patient will continue hd therapy on an in-center basis post-discharge and will return to ccpd therapy on the same liberty select cycler at home upon resolution of infection.